Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient's rutherford assessment was category 3 and index procedure was performed on the same day. The target lesion was located in the left distal superficial femoral artery (sfa) including proximal popliteal artery (ppa) with 100% stenosis, reference vessel diameter of 5.1mm, a length of 100mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation, placement of a 6x119x130 innova stent and post-dilatation with 0% residual stenosis. The following day, the patient was discharged on antiplatelet therapy. In (B)(6) 2015, restenosis of the left proximal sfa and restenosis of the stent previously placed in distal sfa was noted. In (B)(6) 2016, 90% restenosis of the study stent located in the left distal sfa including ppa and restenosis in the left proximal sfa was treated with percutaneous transluminal angioplasty with 10% residual stenosis. On the same day, the event was considered to be resolved without residual effects.